Manufacturer narrative:
The lifeband involved in the complaint was discarded by the customer. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During patient use, the autopulse platform (sn (B)(4)) frequently needs to be re-started and re-set. The entire back piece of the autopulse lifeband, including lateral plastic tabs, break loose with little to no contact, leading to failure to start compressions or a stop in ongoing compressions. No additional information was provided. No consequences or impact on the patient was reported. For autopulse platform issue see MFR 3010617000-2019-01039.